Manufacturer narrative:
(B)(4). On an unreported date, dianeal therapy was discontinued and the patient¿s peritoneal dialysis catheter was removed. The dose of ceftazidime was 500 milligrams (previously reported as 500 grams). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient made a mistake and patient did not wear a mask. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection ceftazidime (500g; route, frequency and duration not reported) and amikacin (125 mg; route, frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.